Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use (during setup) of a bio-console 560 instrument, it was reported the occurence of erros code 1 (sc mpu crc fatal error), 27 (sc mpu fs demodulator hard error, n2) and 43 (sc mpu internal a/d -15v supply hard error). The use of the instrument was unspecified. There was no patient impact associated with this event.

Manufacturer narrative:
B.5.medtronic received information that prior to use (during setup) of a bio-console 560 instrument, it was reported the occurrence of errors code 1 (sc mpu crc fatal error), 27 (sc mpu fs demodulator hard error, n2) and 43 (sc mpu internal a/d -15v supply hard error). The instrument was used. There was no patient impact associated with this event. Medtronic received additional information that the main cpu board also failed. There was no visual, audible, or performance abnormalities found and also no visible air in system. There was no abnormal electrical event. Device evaluation:the reported errors code 1 (sc mpu crc fatal error), 27 (sc mpu fs demodulator hard error, n2) and 43 (sc mpu internal a/d -15v supply hard error) was verified during service.the issue was resolved by replacing the assy system controller module and battery,12v ,6.5 ah,certified. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.